Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd precisionglide¿ needle had restricted flow while drawing, and that there was a leak at the luer connection. No serious injury or medical intervention was reported.

Event description:
It was reported that bd precisionglide¿ needle had restricted flow while drawing, and that there was a leak at the luer connection. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: a device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Investigation conclusion: no root cause can be determined as no samples were received.